Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2026-00002-00. The date of that submission was 15-jan-2026. H3: the device was received for evaluation. Lot history review could not be performed as no lot number was provided. Visual inspection found no damage or anomalies. Functional testing confirmed the reported issue, as the cuff was unable to hold air and leakage was observed during submersion testing. Further inspection identified a large tear on the cuff surface. The root cause could not be determined. No repair was performed.

Event description:
It was reported that while exchanging for a tracheostomy tube, a leak was discovered. During use, there was also voice leakage during tracheal suctioning. The leak is occurring from the center of the cuff. There was no report of patient harm.